Event description:
Additional information received reported a health care professional (hcp) at a pain management center ¿banged¿ on the pump ¿so bad so you think it¿s going to break.¿ during the withdrawal symptoms, the patient was experiencing ¿excruciating pain¿ and back pain. The patient also was sweating profusely, wanted to throw up, and had diarrhea. The pump does was accelerated during the last reprogramming session from ¿2.9 to 4.¿ it was reported on (B)(6) 2012 a hcp had changed the dosing sequence to a more frequent, lower dose regimen. The intermittent occlusion started about (B)(6) 2012 and the patient had a couple weeks right after surgery where the pump was working before it ¿just started not working at all.¿ reprogramming was done and ¿for the last six weeks or so¿ the device had been working.

Event description:
It was reported a pump 'failure' occurred on (B)(6) 2012. It was noted on the date of this report the pump was 'functioning.' The patient experienced withdrawal symptoms. The symptoms included 'concentration, almost allergy-like ' nose run, sweating, rapid heart rate, cold, clammy, bad taste and smell, return of pain, etc.' The patient did not have any medical procedure prior to (B)(6). The device system was used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information: it was reported that the patient missed a refill, but experienced no symptoms. The patient heard an alarm on their pump and was unsure when it would run out of medicine. The patient had a new pump implanted 2012 (B)(6) and there was a partial or intermittent "inclusion" on 2012 (B)(6) where the pump was not "working" and the patient experienced withdrawals and pain. The patient's doctor adjusted his dose sequence and gave the patient medication. The device was reprogrammed and that helped the pump. Additional information has been requested, but was not available as of the date of this report.